Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced an event of bent steel cannula on (B)(6) 2025. The event occurred three or more hours after insertion. The insertion site was abdomen. The infusion set was in use for eight hours. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6008067 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 for the malfunction code steel cannula is found bent upon removal from infusion site. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6008067 was manufactured according to the wi version 97 and packaging in the machine 14, on 09/jul/2024, with a total of (B)(4) units. Welding: the lot 4f05718 was assembled according to the wi version 34 on-line inspection for welding machine ls06 and ls07on 08-jul-2024, with a total of (B)(4) units each. The lot 4f05713 was assembled according to the wi version 34 on-line inspection for welding machine ls24 and ls25 on 08-jul-2024, with a total of (B)(4) units each. Gluing connector: the lot 4f05696 was glued according to the wi version 37, line 03 on 08-jul-2024, with a total of (B)(4) units each. The lot 4gf05697 was glued according to the wi version 37, line 3 on 08-jul-2024, with a total of (B)(4) units each. The lot 4f05698 was glued according to the wi version 37, line 03 on 09-jul-2024, with a total of (B)(4) units each. Molding: the lot 4f05685 was manufactured according to the wi version 36 molder ls19, on 06/jul/2024, with a total of (B)(4) units. The lot 4f05461 was manufactured according to the wi version 36 molder ls14, on 03/jul/2024, with a total of (B)(4) units the lot 4f05684 was manufactured according to the wi version 36 molder ls18, on 06/jul/2024, with a total of (B)(4) units. The lot 4f05686 was manufactured according to the wi version 36 molder ls18, on 07/jul/2024, with a total of (B)(4) units. The lot 4f05689 was manufactured according to the wi version 36 molder ls19, on 08/jul/2024, with a total of (B)(4) units review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 01/jul/2025 against malfunction code steel cannula is found bent upon removal from infusion site. And lot 6008067 and no more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.